Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to perform troubleshooting steps and replace transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/01/16 and confirmed the reported loss of connection. No additional patient or event information is available.